Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lips with juvéderm® volbella¿ with lidocaine. Approximately a little less than 5 months later, patient developed granuloma in nasolabial folds and lips. Ultrasound noted conclusion is compatible with foreign body reaction (granuloma). Biopsy was not provided.